Manufacturer narrative:
G4:08feb2021 b4:(B)(6) 2021 the hospital were the alleged event took place closed. No other information was supplied. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15oct2020.

Event description:
The customer contacted technical support (ts) stating that the unit had an error message of backup battery not connected. The customer reported there was no patient involvement.